Event description:
It was reported by the aci distributor that a patient underwent an elective interventional coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath (unknown model). Peri-procedure the patient was anticoagulated with asa, clopidogrel and heparin. Following the procedure, the deployer selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that there was access site related bleeding which required >30 minutes of manual compression. The femoral artery was dissected; there was minimal leakage and no hematoma. A doppler ultrasound was performed (results unknown). A pressure bandage was placed at the access site. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1125101) indicated that the device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
Outcome contributing to adverse event - is being corrected from life-threatening to other serious.